Event description:
Boston scientific received information that during a follow up it was noted that no p waves could be obtained despite the right atrial electrocardiogram appearing to have p wave deflection. The right atrial sensitivity was already reprogrammed. The right atrial pacing thresholds appeared high, and it was difficult to determine the exact values for the pacing thresholds. There was no evidence of right atrial undersensing, but a possible right atrial lead dislodgment was suspected. The physician elected to reprogram the device to prevent any issues associated with right atrial undersensing. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
A routine follow up took place and undersensing was seen on the atrial channel. No further changes were made when it comes to this ra lead.